Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment. The procedure was completed as planned by deleting the patient data. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform fluoroscopy. Upon troubleshooting actions, the fse observed that the image storage issue was reappeared due to recent replacement of three hard disk drives (hdds). The cause of the ippc pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.